Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as two patient alerts for rv pace lead impedance > 2000 ohms and atrial pace lead impedance was "not taken" on (B)(4)-2011 03:00:05. The daily pace lead impedance log data shows an abrupt increase for rv pace from 563 to infinity ohms (un-filtered data) peak between (B)(4)-2011 and (B)(4)-2011. Oversensing was noted as 42 ventricular nst<=210 ms between (B)(4)-2011 22:33:42 and (B)(4)-2011 14:41:23. Interference/noise was noted as ventricular short interval count v-sic was 826 counts, in 0.90 day, between (B)(4)-2011 17:59:06 and (B)(4)-2011 15:34:44.

Event description:
It was reported that the patient presented to the emergency room with three inappropriate shocks due to noise, oversensing, and high right venticular lead impedance. A lead fracture was suspected. The detections were turned off. The patient signed out of the emergency room against medical advice. The lead is still in use and the patient is being monitored by the physician. No further patient complications have been reported as a result of this event.